Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the omission of the rear end of the gripping part occurred by the following mechanism. 1) the tissue was grasped at the tip of the grasping part, and ultrasonic waves were output with the probe and the tissue pad in contact at the rear end of the grasping part. 2) the rear end of the tissue pad was worn. 3) since the tissue pad was output in a worn state, the probe and the gripping part came into contact, and a contact mark occurred between the probe and the gripping part. 4) output with the rear end of the gripping part and the probe in contact, and the following load was applied to the grasping part, so that the grasping part broke at the base point of the contact mark. Additionally, a likely cause of the detachment of the grasping section at the rear end might be the following mechanism. 1) the tissue was grasped at the distal end of the grasping section, and ultrasonic output was activated while the probe was in contact with the tissue pad at the rear end of the grasping section. 2) the rear end of the tissue pad was worn out. 3) the output was activated with the worn tissue pad. Therefore, the probe came into contact with the grasping section. This caused a contact mark at the probe and the grasping section. 4) since the output was activated while the rear end of the grasping section was in contact with the probe, a force might have applied to the grasping section as below. As a result, the grasping section broke at the contact mark. The event can be detected/prevented by following the instructions for use which state: "do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9614641.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During a biopsy of the lymph node, the subject device was used. About 45 minutes after the start of the procedure, part of the grasping section broke off when the user was cleaning the subject device outside the patient. The tissue pad around the broken section was damaged. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6), 2020, omsc found that the tissue pad of the subject device was severely worn.